Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: unexplained power on reset observed in the black box on the date of the event (B)(6) 2013. No damage found to the returned battery cap. The battery compartment has a small crack at the case seal. The returned battery cap was able to fully tighten to the pump until resistance was met and no yellow o ring was visible. A 1.0u/hr basal program was executed in the pump for a 24hr duration period using the returned battery cap; no power interruptions were duplicated during this time. The returned battery cap measurements are within specifications. No intermittent conditions duplicated with retuned battery cap or pump. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. The complaint was verified in the black box but was not duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.